Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking between the maxzero and 3 ml syringe could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 21016402 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported maxzero needleless connector leaked insulin. The following information was provided by the initial reporter: "insulin leaking from connection between syringe and connector patient not able to get insulin when crashing because of leaking..."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported maxzero needleless connector leaked insulin. The following information was provided by the initial reporter: "insulin leaking from connection between syringe and connector patient not able to get insulin when crashing because of leaking."